Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate value of 105 units and remained static. Reportedly, the cartridge was filled with 300 units of insulin. There was no impact to the customer's blood glucose levels. Reportedly, the customer continued to use the existing cartridge and the insulin gauge began to decrease as intended.